Event description:
Baxter service center moisture in the pneumatic system of a returned homechoice machine. Historical information regarding "moisture in the pneumatic area" indicates the failure to be a leak in the cassette of a homechoice set used for adp therapy. No patient injury or medical intervention was reported at the time of device return.